Event description:
Caller (pts husband) alleged discrepant inratio results. Results as follows: date: (B)(6) 2012; inratio: 1.7. Date: (B)(6) 2012; inratio: 1.0; doctor's coaguchek: 3.1. Tests on (B)(6) 2012 were done back-to-back by doctor's staff using cap tubes and 2 separate fingers. Pt self tester often has trouble obtaining sample. Using 23 g lancet with autolet set to 7; has to milk finger and apply multiple drops before testing can begin. Technical services is sending new strips/lancets for further correlation.

Manufacturer narrative:
Investigation pending.